Manufacturer narrative:
(B)(4). Feed link, spring. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was fired and the clip could not be fed and antibackup was found non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted damaged causing feeding issues. Possible causes for the damage found of the feed link may be trying to load the clip while the jaws are constrained by the trocar, bending of the device shaft, reprocessing which could cause brittleness of the feed link, firing through the device lockout or dried fluids in the shaft/jaws of the device. In addition ratchet pawl spring was found out of position causing antibackup failure. Possible cause for this condition may be the spring was not properly assembled during the manufacturing process. Please note that this finding is unrelated with the event reported. No conclusion could be reached as to what may have caused the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jaws were not opening and closing properly. No additional information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku if so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.